Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal seal for failure analysis evaluation. The seal was analyzed and found to have tears at the rubber side of the seal, measuring approximate 0.2590" in length.

Event description:
On 08-june-2026, intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with uf//importer report#: (B)(4) stating: the case was a robotic laparoscopic hysterectomy bilateral salpingectomy. When the obturator was put through trocar, dr. [Redacted] saw that a small portion of the seal had broken off into the patient. It was reported that during a da vinci-assisted surgical procedure, a universal seal broke and a fragment fell into the patient. It is unknown if the fragment was retrieved. The procedure was completed as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.